Event description:
A homecare patient reported via fisher & paykel healthcare's us office that a 'blue heated tubing' used in conjunction with the hc500 respiratory humidifier became very hot to the touch and left marks on the patient's hand. The patient further reported that the hc500 humidifier was being used with liquid oxygen. It was not ascertained who the manufacturer of the tubing was.

Manufacturer narrative:
(B) (4). The subject hc500 respiratory humidifier has not been returned to fisher & paykel healthcare for evaluation. In order to assist in our analysis of the potential root cause of the incident as reported, fph has requested additional detail in relation to the nature of the injury sustained as well as current patient's status, equipment set-up, application and therapy and verification of the breathing circuit/tube used in the set-up. We are currently awaiting a response to our inquiry. We will provide our findings in a follow-up report following receipt of the information requested.